Manufacturer narrative:
Type 2 diabetic on vgo 30 reported recent elevated bg while wearing vgo devices and possible hyperglycemia related symptom of double vision which resulted in an emergency department visit. Approximately one month ago. He reports symptoms of feeling jittery and seeing flashes of light in his eyes. He also reports that he began experiencing ongoing double vision approximately one month ago. He reports that the emergency room physician as well as a retinal specialist indicated that the double vision may be related to the elevated bg. The patient consulted with his endocrinologist who does not believe it is related to the elevated blood glucose and has recommended an MRI and further testing. No device has been returned for evaluation. Root cause cannot be determined with the information provided; however it is likely an unknown medical condition may be a contributing factor.

Event description:
Type 2 diabetic on vgo 30 reported recent elevated bg while wearing vgo devices and possible hyperglycemia related symptom of double vision which resulted in an emergency department visit. Approximately one month ago. The patient reported that he has had multiple (up to 15) vgo devices over the past 3 months which he is concerned did not dispense insulin as expected. The patient states that upon removal of these devices at 24 hours he noted most of the insulin was still in the insulin reservoir. He is confident that he filled and applied the vgo devices correctly. He reports that he can feel the needle insert and the lock into place. He has not noticed any leaking of insulin from the vgo devices. The patient reports bg measurements as high as 550 mg/dl. Prior to these events the patients bg while using vgo devices has been from 110-140 mg/dl. He reports symptoms of feeling jittery and seeing flashes of light in his eyes. He also reports that he began experiencing ongoing double vision approximately one month ago. He reports that the emergency room physician as well as a retinal specialist indicated that the double vision may be related to the elevated bg. The patient consulted with his endocrinologist who does not believe it is related to the elevated blood glucose and has recommended an MRI and further testing. No device has been returned for evaluation.

Manufacturer narrative:
Block d4 - UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here: (B)(4). Block e1- initial reporter corrected, block e2- health professional - no checked, block e3- non healthcare professional, block g7- follow up #1, block h2- correction checked.

Manufacturer narrative:
Seven v-go devices were returned for evaluation. The returned devices are not the devices directly associated with the hyperglycemic event and hospitialization. The returned devices were evaluated and the results are as follows: the likely root cause of this complaint is user error. The devices evaluated indicate that they functioned and performed as intended.